Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing multiple batteries. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. Customer stated she knew the pump was refurbished because it looked scratched up. Troubleshooting was assisted for blank display. Customer was never able to connect. Customer is not calling back after receiving a new battery cap. There were just some scratches on display. Customer states the contacts on the battery cap are not missing or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.